Manufacturer narrative:
The exact cause of possible proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information and earlier post-implant films were not provided. There currently appears to be lack of proximal stent graft apposition within the thoracic vessel along the inner curvature. It is possible that implanting the stent graft in the angulated aortic arch along with aorta dilatation from disease progression may have contributed.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 400 mm thoracic aortic dissection. It was reported that, approximately one year and four months post index procedure, a CT revealed that the valiant stent graft had a proximal type I endoleak. The proximal type I endoleak was not resolved. Per the physician, the cause of the proximal type I endoleak was due to proximal aortic neck dilatation and/or disease progression. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.